Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display even after battery change. Customer's blood glucose was 137 mg/dl. Customer reported that a piece broke off from battery compartment. Customer disconnected from insulin pump two days prior to call and reverted to manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. With a test battery cap, the pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had broken battery tube threads, a corroded battery tube, a cracked reservoir tube window, a cracked case at the display window corner, minor scratches on the lcd window and a missing end cap sticker.